Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A caller reported via phone call indicating that the customer was hospitalized three times within the last two years. The customer woke up with a blood glucose level of 50 mg/dl prior to the call. There was no further information provided about the hospitalization. The customer did not return the product back for analysis.